Event description:
Information was received from a patient implanted with a neurostimulator for urinary dysfunction and gastrointestinal/pelvic floor. It was reported that the patient experienced a loss or change of therapy and she started going to the bathroom every five minutes. Her symptoms returned a couple of days prior to (B)(6) 2016. The device was at 0.5 volts and she was able to successfully increase stimulation.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.